Manufacturer narrative:
Neither the complaint device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be identified.

Event description:
Pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion in a mildly tortuous segment of the medial to distal sfa. A v-18 guide wire was introduced and used to cross the lesion. After the complaint device was positioned, the stent could not be fully released. After several attempts, the physician was eventually able to release the stent but during this release process, the stent had been pushed forward and became deformed. Another stent was used to finalize the intervention.